Event description:
The customer stated that she received a blood glucose reading that was higher than usual. While troubleshooting, she performed control tests and received a result of 331 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The reagent lot number provided by the customer was not valid, so the meter information was provided instead.